Event description:
It was reported to medtronic minimed that the customer experienced a rewind anomaly. The customer reported no adverse event. The event involved product(s) mmt-1712kl. The customer called for an issue not covered by existing troubleshooting guides. No harm requiring medical intervention was reported. It was noticed that the customer will discontinue the use of the insulin pump. The product mmt-1712kl was requested and the customer response was the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed self-test. Unable perform rewind test, prime/seating test, displacement test, basic occlusion test, force sensor test and occlusion test due to [ ]. Unit successfully downloaded to thus. No rewind alarms noted during test or in the pump history on or near the event date. Motor was tested outside of the device and passed. The electronic assemblies and motor assemblies were inspected, and moisture damage noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, corroded battery tube, corroded motor home switch, cracked battery tube threads, cracked case- corner of the belt clip rails, and pillowing keypad overlay. Pump unable to perform required testing due to prime/fill anomaly during test due to corroded electronic assemblies.. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.